Event description:
It was reported that the user experienced an alarm on the ilet with a spinning wheel and believed the continuous glucose monitor was not reading blood glucose; upon guidance to check the dexcom status, the cgm was confirmed connected and displaying values, and a fingerstick confirmed blood glucose, indicating undismissed alerts were the cause. Symptoms included user-perceived device alert and concern for missing glucose data without physiological symptoms. Outcomes included no clinical impact and continued therapy after education. Investigation included troubleshooting and user education. Investigation of this case revealed normal cgm communication and proper ilet function with unresolved alerts causing perceived malfunction. It was concluded that the device operated as intended and the event was due to user interface alert management, not a device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.